Manufacturer narrative:
(B)(6). Concomitant medications: radicut, perdipine, and heparin were used as concomitant drugs. Complaint conclusion: the device was not return for analysis, but review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion of affected arterial segment is a known potential event associated with the revive se and is listed in the instructions for use as such. It is possible that procedural factors related to the placement and deployment of the device contributed to the event. As reported there were no technical issues related to the placement of the revive thrombectomy vrd and there were no identified issues possibly related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of retrospective review and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.

Event description:
As reported via the (B)(4) study, a revive se (frs214522c/t10000) failured to create a flow channel through the middle cerebral artery m1 occlusion. The device passed 5 times in the occluded vessel, but post-operation angiogram showed no evidence of recanalization (tici 0). After the thrombectomy, additional treatment using balloon catheter was done, resulting in tici 2a as final score. The baseline nihss was 14, and pre-operation atpp was 24.3 sec. The device was discarded in the site and will not be returned. No vessel code details provided.